Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address pain. Various clinic visits indicate that the patient had limited painful motion of the right hip, instability, clicking, stiffness, tenderness and iliopsoas tendonitis. There were no significant operative findings noted aside from the clean joint fluid which was sent to the lab. There was no metallosis and no abnormal wear and tear. Only the head and liner were revised. Doi: (B)(6) 2009; dor: (B)(6) 2014; (right hip).